Event description:
Standard esophagogastroduodenoscopy was being performed when the scope became clogged, rubber biopsy port got lodged in channel, flushing was attempted, biopsy forceps was passed , small rubber piece was dislodged and passed into the patient stomach, rubber was retrieved via roth net instrument, patient experienced zero ill effects. Manager description: upper endoscopy performed on patient. Physician attempted to push a biopsy forceps into the biopsy channel through the biopsy valve rubber cap into olympus scope gifhq190. He met resistance with multiple attempts and made the decision to change endoscopes. Scope gifhq190-was sent to the scope processing room for high level disinfection. The technician stated that he inserted the cleaning brush into the biopsy channel and met resistance. He continued to push the cleaning brush and made it through and finished brushing the scope per protocol. The scope was then put into the medivator and high level disinfected (hld). The scope was placed back into circulation. A physician performed an upper endoscopy on patient. The physician inserted a biopsy forceps into scope gifhq190. He met resistance as well as fluid back up out of the biopsy channel valve. He continued to push the biopsy forceps through the scope. The forceps successfully made it through the channel and it was discovered that a black rubber piece of a biopsy valve was in the patient's stomach. The physician removed the piece of rubber with a roth net instrument from the patient's stomach with a new endoscope. It was concluded that the physician had a defective biopsy valve cap and he dislodged a portion of the rubber valve while pushing the biopsy forceps through the valve cap into the channel of the scope he used on the patient.